Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed and revealed that the tube near the y-site was leaking. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a duo-vent clearlink solution set leaked from a hole in the tubing near the y-site. This occurred during a chemotherapy infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.